Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The results of the analysis performed on the log files concluded that the tacticath performed as intended. The optical signals conformed to specifications, the recorded temperatures indicated cooling during rf ablation, and force measurements were displayed throughout the procedure. No contributing anomalies were noted. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and analysis performed. The cause of the reported cardiac tamponade may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
The patient recovered well after the procedure and was discharged from the hospital.

Manufacturer narrative:
(B)(4).

Event description:
During an atrial fibrillation ablation procedure, a cardiac tamponade occurred. A tacticath quartz ablation catheter was used to perform ablation on the cavotricuspid isthmus. A few minutes after initiation of ablation, the patient became hypotensive and an echocardiogram revealed a cardiac tamponade, originating from the cavotricuspid isthmus. A pericardiocentesis was performed, which stabilized the patient. There were no performance issues with any sjm device.